Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
It was indicated in the initial report submission that this ipg remains implanted, however this ipg was never implanted in the patient. This ipg was sent back for analysis as there was an issue charging it before the procedure, so it was never used in the procedure or implanted in a patient. Once the device was received and the analysis was completed the bluetooth fault code when charging the ipg was identified and was reported in the initial MDR report submission.